Event description:
It was reported that the patient underwent two surgical procedures consisting of an l5-s1 posterior lumbar interbody fusion; and a t6-s1 intertransverse and facet bilateral posterior thoracic, lumbar, sacral fusion. Both procedures were performed using rhbmp-2/acs. It is further reported that later imaging studies showed uncontrolled bone growth resulting in nerve compression near where the rhbmp-2/acs was implanted. It is reported that the patient currently suffers from chronic pain, radiculitis, emotional distress and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information: pt info, event related sections.

Event description:
It was reported that on (B)(6) 2008, patient presented with following pre-op diagnosis: severe lumbosacral scoliosis; development of chronic low back pain, mechanical associated with the above. Debilitating and unresponsive all treatment including rather extensive pain management development of chronic bilateral leg pain symptomatology involving chronic burning dysesthesia at the bilateral lower extremities and whole leg distribution; burning dysesthesia about the trunk and into the abdominal region; transitional l6 segment; degenerative transitional l6-s1 segment. Noted this procedure being in a l5-s1 segment; lumbar canal stenosis most prevalent from the l2-3 through including l6-s1 levels, however, also involving the l1-2 segment; development of myelopathy in lower extremities; severe thoracolumbar scoliosis measuring between 34-67 degrees; development of chronic pain associated with above; MRI of cervical spine showing some multilevel cervical spondylosis with some mild to moderate canal stenosis; multilevel thoracic spondylosis at the t7-8, t8-9, t9-10, t11-12 levels; history of placement of previous dorsal column spinal cord stimulator; persistent debilitating back, leg pain symptomatology associated with above and unrelieved with all treatment to date; patient underwent following procedure: posterior lumbar decompressive laminectomy at the l1, l2, l3, l4, l5 and s1 levels, bilateral mesial facetectomies and bilateral decompressive foraminotomy; redo rex for about a previously placed t11-12 region and t10-11 region. Dorsal column spinal cord stimulator, revision of spinal cord stimulator and dissection of the lid wires to allow surgical treatment; posterior lumbar decompressive discectomy at the l5-s1 level. Subsequent posterior lumbar interbody fusion at l5-s1 with placement of autologous bone graft as well as portion of an rhbmp-2/acs graft placed anteriorly; interbody stabilization at the l5-s1 level utilizing a 12 x 23 mm interbody fixation device; bilateral smith peterson lumbar osteotomy at the t12-l1, l1-2, l2-3, l3-4, l4-5 and l5-s1 levels and subsequent reduction of devere dcoliotic deformity; bilateral posterior thoracic, lumbar, sacral fusion and intratransverse and facet at t6 through including s1 levels utilizing autologous bone graft as well as total of 180ml crushed cancellous allograft as well as rhbmp-2/acs graft; implantation of an ebi bone stimulator throughout the entire region of this fusion. Battery subsequently positioned in the right paralumbar location; bilateral posterior lumbar segmental stabilization utilizing pedicle bone screw rod stabilization system from the t6 through including s1 levels; bone graft harvest from the bilateral psif and sacral alar regions as well as locally; intraoperative ssep, emg and motor evoked potentials stable throughout the entire operative procedure; intra-op fluoroscopy with guidance. As perop notes: ".. Bone graft as well as rhbmp-2/acs was packed with anterior aspect of the l5-s1 disc space.. An interbody device 12 x 23 mm was placed impacted into position for stabilization of this region and to assist with fusion across lumbosacral junction.. Patient tolerated the procedure well.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.